Event description:
Physican was working on the pedal loop with a quickcross and regailia xs wire. Wire got stuck and broke apart when removing the wire. 30mm of the wire was left in the patient's leg. The procedure ended with the physicians ballooning the wire in the vessel. No attempt was made to remove due to the caliber size of the vessel. The patient was fine and discharged.